Event description:
It was reported and later learned through investigation that a patient with a 25mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 7 years, 3 months due to stenosis. Upon review of echo by physician, it showed mild aortic stenosis, so therefore no intervention has been performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2 h11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 7 years, 3 months due to stenosis.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.